Event description:
It was reported the valve was implanted for six months when the patient started coughing and developed symptoms. Echocardiogram revealed a paravalvular/transvalvular leak was present. The valve was explanted and replaced with a mechanical valve (model and serial number unknown). The patient is doing fine. Additional information has been requested.